Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: b4: date of this report d4: lot/serial # d4: device expiration date d4: device UDI number g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h4: device manufacturer date h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvt4b10, (imp,tsv,4.1,10,mtx,mg) for evaluation. Visual evaluation was performed, signs of use, apparent bone / tissue attached to external threads. The implant was identified as reported however, no apparent malfunction was identified with the implant that would contribute to the reported events. Implant matched prints where measured. (Cal3845 due aug 27, 2025). DHR review was completed for the subject lot number 1272883. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported 1272883 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : allergic reaction and dental : medical : infection. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was material selection. Refer to attached summary investigation for ¿infection¿. Therefore, based on the available information, a device malfunction did not occur. The implant showed no apparent malfunctions that would contribute to the reported event. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for implant infection have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing record reviews, the documented disposition actions for each did not suggest the likely release of non-conforming product. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that implant was removed due to infection and allergic reaction. Symptoms as a result of the event: pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: lot/serial #: unknown/not provided. D4: device expiration date: unknown/not provided. D4: device UDI number: unknown/not provided. H4: device manufacturer date: unknown/not provided.